Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead safety switch (lss) caused by high out of range impedance measurements above 3000 ohms. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead safety switch (lss) caused by high out of range impedance measurements above 3000 ohms. This rv lead was replaced. No additional adverse patient effects were reported.